Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during intra-op with a brand new implant, all pairs were >40k except 2, 5, 7, 8, 11, and 14. No saline was using during the procedure. Today they were placing a paddle lead and there was some blood in the surgical lead area. They changed tails of the lead in the ins but this did not resolve the opens and then only pairs with 5, 6, 7, and 11 were normal range. They tested the lead alone in a multi lead trialing cable (mltc) at 3v and all pairs were normal range. They went back to the ins to recheck impedances. Then the only pairs out of range were with 10 and 15, which were elevated in the 26k, 34k range. A manufacturing representative (rep) saw the patient a day later for post-op and had good paresthesia coverage of pain. The only high impedances were 10 and 15. An agreement was reached between the doctor, manufacturer, and rep that those electrodes corresponded to the last 2 electrodes on the paddle, and it would seem to be consistent with the lead slightly out from under the lamina and perhaps not in full contact with the dura. The patient was instructed on how to use the patient programmer (pp) and recharger. They were going to schedule a sensor activation roughly 1 month post-op and the patient had a follow-up appointment with the doctor on (B)(6). It was later reported that the patient covered without permanent impairment and had good coverage with ¿lami¿ lead.